Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 20 out of 20 returned boards. The customer returned 20 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Testing results identified 20 out of 20 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 21-jul-2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 10-nov-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Event description:
It was reported that 20 lvp display boards needed to be replaced for dim segments. There was no patient involvement.